Event description:
(B)(4). Initial info received from a physician via a sales rep on 20-jul-2008 with additional info 24-jul-2008: an unspecified number of pts received treated with poly-l-lactic acid (sculptra), therapy dates not provided. The physician asked for info concerning correction of nodules and granulomas. Concomitant medication and medical history were not provided. Additional info received from the physician via the sales rep on 24-jul-2008: the physician reported that there are "several pts over the course of a few months" who developed that the physician described as "irregularities and visible bumps." Lot numbers/expiration dates not specified. No further medical info reported. Additional info for sculptra (lot# and exp date unk) from (B)(4): batch record review was without hint to root cause. Since no lot number is available, an investigation has been performed on the documentation of all potentially involved MFR batches marketed in the us. The review of the device history reports and of the analytical results of these batches did not show any anomaly that could be related to the event which occurred. The investigation results show that this kind of event is not batch related. No faults, defects, damages detectable. Conclusion: no faults detectable.